Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned, analyzed and the distal conductor was distorted. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the inner insulation was kinked/buckled, the outer insulation was breached cut, the outer insulation had a cosmetic depression, the distal conductor connector pin bent, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, and the lead was stretched. Visual analysis noted that there was apparent explant damage and that the helix would not extend or retract due to the distal conductor distortion within the connector. We also received performance data collected from the device and have analyzed the data. The save to disk review found no anomalies.

Event description:
It was reported that within weeks of implant and during a follow up visit, the physician noticed that the atrial lead had dislocated. During repositioning, it was not possible to unscrew the lead helix. The lead was explanted and replaced. No patient complications have been reported as a result of this event.